Event description:
Patient reported a left side rupture, pain, and exchange from textured devices due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification). Pain: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d.6b; g.2; h.6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported a left side rupture, pain, and exchange from textured devices due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture/ pain/ anxiety/product/procedure was reviewed on 15-may-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety/product/procedure: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture, patient concern with product.

Event description:
Patient reported a left side rupture, pain, and exchange from textured devices due to product concern. Device remains implanted.